Manufacturer narrative:
Multiple attempts to obtain additional information have been made. No additional information has been received to date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this annuloplasty band was implanted in the mitral position, and then "explanted and wasted." The duration of implant and reason for explant were not reported. There was no report of adverse patient effects.

Manufacturer narrative:
Additional information was received that following the implant of this band, an intra-operative transesophageal echocardiogram (tee) indicated severe systolic anterior motion of the mitral valve (sam). The sales representative reported that the sam was a function of the patient's anatomy and physiology in combination with the repair; there was no allegation that the band malfunctioned. The band was explanted and replaced with a bioprosthetic valve. The band will not be returned for analysis as it was discarded by the customer. Patient weight was requested but unable to be obtained. (B)(4).

Manufacturer narrative:
Conclusion: a valve repair attempt using a repair device may have an inadequate result due to several causes. This is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. In this case, that the systolic anterior motion (sam) was a function of the patient's anatomy and physiology in combination with the repair. There was no allegation that the band malfunctioned. The band was explanted and replaced with a bioprosthetic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.